Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. A review of the treatment report for the date of treatment shows the user operated surgery with the recommended settings and no relevant deviation between planed and performed energy is detectable for the treatment. No abnormalities are detectable that could contribute to the reported event. No technical root cause was identified. The root cause cannot be determined conclusively. The contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with trace diffuse lamellar keratitis of the left eye from 10 to 12 o`clock one day following lasik treatment. A corticosteroid drop was added to the postoperative regimen. Additional information received; the symptoms resolved two days following onset. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.